Event description:
It was reported that the device has a bad print circuit board. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Device was just out of calibration and potentiometers were adjustable. Reported problem was unable to be duplicated during testing. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: due to the age and condition, device is deemed beyond economical repair and will be scrapped. UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date.